Manufacturer narrative:
Service was not dispatched for this event. A new waste container was sent to customer. Based on the available info the root cause for a leaky waste container is unk. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported a potential biohazard event. The waste container of the coulter ac-t diff 2 analyzer leaked. The area of the spill was immediately cleaned and decontaminated per the facility's hazardous spill procedure. Proper personal protective equipment was worn by the facility's personnel. There was no exposure to mucous membranes or open lesions. No reports of death or serious injury, and no affect to operator safety as a result of this event.